Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 426 mg/dl, which he treated via insulin pump therapy. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The device had also alarmed no delivery. The customer disconnected the reservoir and attempted to push insulin through with a plunger push, but insulin did not exit. There was greater than normal resistance during the plunger push. No products were returned or replaced.